Manufacturer narrative:
Clarification to h10 related report numbers: it has been identified that this record, mrn 9617229-2024-16518, is a duplicate of mrn 9617229-2024-17201. Please see mrn 9617229-2024-17201 for reportable events.

Event description:
It has been identified that this record, mrn 9617229-2024-16518, is a duplicate of mrn 9617229-2024-17201. Please see mrn 9617229-2024-17201 for reportable events.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Physician reported, left side deflation. Manufacturer of device is unknown. Device remains implanted.